Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of perforation is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the right coronary artery (rca). The lesion was pretreated with an orbital atherectomy system (oas). After removal of the oas there was no sign of perforation to the vessel. A 3.0x48mm xience skypoint drug eluting stent (des) was implanted in the distal rca and a 3.50x48mm xience skypoint implanted in the proximal lesion. A perforation was noted near the distal lesion after the stents were deployed. Standard perforation treatment was performed using balloon tamponade which failed therefore covered stents were implanted. The patient was stable after this. Per the physician it is unclear whether the perforation occurred during use of the oas device or after implantation of the 3.0x48 skypoint. There was a clinically significant delay in the procedure. No additional information was provided.